Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported that air was observed in the lateral port of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. After ablating the left pulmonary veins, when approaching the right veins, air was observed in the lateral port of the sheath. The polarx and polarmap were withdrawn from patient and the air bubble was aspirated. The catheters were re-flushed, and the sheath was replaced (same batch/lot). Upon introduction of the balloon into the second sheath, a small air bubble was seen in the lateral flushing port. Again, the polarx and polarmap catheters were withdrawn from the sheath and the air bubble was aspirated. Introduction was repeated and air resolved. The procedure was completed successfully with the second sheath. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.